Event description:
On call: call transferred from a better answer from pt's mother stating both pumps are alarming for high pressure and have been doing so the past week. However, today the alarm will not stop. Tried trouble shooting, but still did not resolve the alarm. Parents are taking pt to the hospital. Mother believes the cassettes are also the problem. We couriered 2 replacement pumps and 15 new cassettes to the patient did the reported product fault occur while in use with the patient? Yes; did the product issue cause or contribute to pt or clinical injury? Yes. Is the actual device available for investigation? Yes, did we replace devices? Yes; did patient have backup device they were able to switch to? No. Is the infusion life-sustaining? Yes; what is the outcome of the event? Unknown. Reported to (B)(6) by pt/caregiver.